Event description:
Philips received a complaint about the heartstart xl+ indicating that it can't be discharged sometimes. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the xl+ defibrillator sometimes fails to discharge due to aging high voltage capacitance, which was subsequently replaced, resulting in all check items passing and confirming the device's full functionality. Based on the available information, the reported problem was caused by the aging of the high voltage capacitance. The reported problem was confirmed. The device was operational after the aging high voltage capacitance was replaced. The investigation concludes that no further action is required at this time.